Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone (10 mg/ml at 0.062 mg/day), clonidine (786 mcg/ml at 4.91 mcg/day), and compounded baclofen (268 mcg/ml at 1.61 mcg/day). The pump¿s indication for use (IFU), patient¿s medical history and concomitant medications were not provided. Sepsis was reported, but no specific symptoms were mentioned. There was no allegation against the drug. The hcp wanted to program the pump to the lowest rate. The patient was hospitalized and the event was being addressed by the hcp. Additional information (including drug lot numbers, other medications that the patient was taking at the time of the event , pump¿s IFU, patient¿s medical history, cause of sepsis, diagnostics performed, interventions taken to resolve the sepsis, and resolution status) has been requested. A follow-up report will be sent if additional information is received.